Manufacturer narrative:
The device was received for evaluation without a pouch and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included self-test and priming. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign substance was found on a homechoice automated pd set with cassette. This was observed before use. There was no patient involved. No additional information is available.